Manufacturer narrative:
Manufacturers investigation conclusion: the report of damage to the pump cable can be confirmed based on the submitted photos and the onsite evaluation by technical services. Technical services performed a driveline evaluation on 21may2019 under wo 65839. Upon arrival, numerous wires were visible from the bend in the pump cable under the patient¿s exit site dressing. Photos from the evaluation were submitted, which revealed the damage to the pump cable and the exposed wires. No alarms were reported or observed. Requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU and the patient handbook contain sections entitled ¿caring for the driveline.¿ these sections provide information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's driveline had previously been taped, but they were rehospitalized on (B)(6) 2019 for the same issue. The patient had been rescue taped several times, but the patient removed the tape. The patient stated that now red wire could be seen. The patient was advised not to manipulate the driveline, as they had tried taping it with household tape and had also been pulling on the inside of the driveline through a nick to look at it. The patient refused to have the driveline repaired, spliced, or further taped and requested a pump exchange but was discharged to home. Upon presentation on (B)(6) 2019 the outer jacket appeared to be kinked and the bionate layer appeared to be damaged. There were observed visible wires from the bend in the driveline under the exit site dressing. Rescue tape was applied to site to prevent further damage. No alarms were reported or observed. The patient was advised to avoid further bending and not to remove rescue tape. The customer requested onsite evaluation.